Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was in emergency room due to high blood glucose of over 500 mg/dl and coma due to car accident on (B)(6) 2019. Customer stated that they had no issue with insulin pump and had issue due to user error. Customer was treated with manual injection and insulin drip. Drive support cap was normal and customer was using insulin pump within 48 hours of event. Based on customer report customer did not allege insulin pump was under delivering. Insulin pump will not be returned for analysis.